Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level is 110 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for eight hours with multiple basal rates. The device passed the self test. No error alarm or unexpected check setting alarm noted. All operating currents were within the specification, no unexpected low battery or off no power alarm noted. The unit passed the error test. No unexpected restart noted. The device did function properly during prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.